Manufacturer narrative:
(B)(4): customer to repair unit themselves.

Event description:
It was reported via repair work order that the headend lift was stuck in an elevated position and was inoperable due to a malfunctioning cpu board. No adverse consequence or clinically relevant delay in treatment was reported.